Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 223, 284, 303, 157 and 177 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. Customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 01/11/2019, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 01/04/2019. The meter memory was reviewed for previous test result history: result 1:223mg/dl date:(B)(6) 2019, time:10:47pm fasting, result 2:284mg/dl date:(B)(6) 2019, time:11:53am fasting, result 3:303mg/dl date:(B)(6) 2019, time:1:37am fasting, result 4:157mg/dl date:(B)(6) 2019, time:9:55pm fasting, result 5:177mg/dl date:(B)(6) 2019, time:12:07pm fasting.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 223, 284, 303, 157 and 177 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. Customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(4) 2019, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:223mg/dl date: (B)(6) 2019 time:10:47pm fasting; result 2:284mg/dl date: (B)(6) 2019 time:11:53am fasting; result 3:303mg/dl date: (B)(6) 2019 time:1:37am fasting; result 4:157mg/dl date: (B)(6) 2019 time:9:55pm fasting; result 5:177mg/dl date: (B)(6) 2019 time:12:07pm fasting.